Manufacturer narrative:
Pt: 18 years or older. The complaint device was returned for analysis. A visual and microscopic examination found no kinks along the shaft of the device. Proximal and distal stent damage was identified. Stent struts on distal rows 8 and 9 were raised and misaligned. Proximal stent strut rows 1 to 3 were misaligned. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
Reportable based on analysis completed on 07/14/2009. It was reported that during a coronary artery drug eluting stenting treatment procedure, a shaft kink and difficulty crossing the lesion occurred. However, returned device analysis revealed stent damage. The physician was attempting to treat a 99% stenosed lesion located in the severely calcified, moderately tortuous proximal lad (left anterior descending) artery wit a 2.50x24mm taxus liberte stent. The taxus liberte sds (stent delivery system) was unable to cross the target lesion. In an effort to cross the lesion, the shaft of the sds kinked. The device was removed and the procedure was completed with another taxus liberte stent. There were no reported pt complications. The pt status is listed as "good".